Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of a volumeview catheter in a patient with septic shock, the clinician suspected that the elwi (extravascular lung water index) was inaccurate. The patient was receiving continuous dialysis therapy through a cvc catheter while being hemodynamically monitored. The patients respiratory function and arterial blood gasses were improved, and the patient was being weaned from mechanical ventilation, yet the ev1000 monitor still showed a high elwi. There was no alert or error message displayed on the monitor. An edwards clinical specialist, along with the clinician, performed tptd (transpulmonary thermodilution), and received accurate tptd values during the procedure. Inquired of patient demographics, unable to be obtained. There were no patient complications reported.